Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the accessory involved with this complaint and found the drape was found to have a labyrinth seizing/sticking/friction issue preventing installation/rotation.

Event description:
It was reported that prior to the start of a da vinci-assisted nipple sparing mastectomy - malignant w/ autologous recon surgical procedure, the customer observed that the instrument arm drape had fallen to the follow while removing the plastic white ring. There was no reported injury.